Event description:
It was reported that the patient had a loss of therapy. Caller reports that the patient might have urinary infection. Patient had increased urination and it's yellow. Issue started 5 days ago. Patient programmer (pp) can't connect with ins (stimulator). Symptoms reported were increased urination. Patient does not have hcp (healthcare provider). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va008a9, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).